Manufacturer narrative:
Continuation of d10: product ID 8596sc lot# serial# (B)(6) implanted: (B)(6)2017, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(6), ubd: 08-feb-2019, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) and healthcare provider (hcp) reporting that the patient was admitted to the hospital on (B)(6) 2023 due to changes in their mental status. It was reported the patient was eating wires and their blood pressure cup and the patient was restrained. It was reported that the patient's pump was decreased on wednesday and the patient was thought to have an infection in their spine because the incision was red. The patient was transferred to a different hospital and the plan was to explant the pump. Information was received from a manufacturer representative (rep) regarding a patient receiving intrathecal dilaudid (unknown concen tration and dose) via an implantable pump for spinal pain. It was reported that the caller asked for pump off password as he was called to the hospital to permanently shut down a pump due to the patient having an active infection. The caller had no additional info rmation at the time of the call and stated that he would call back when he had patient info and pump info along with other details. Additional information received from a manufacturer representative indicated that they didn't think the infection was related to the pump or catheter, but said the patient did have an infection of some kind. The rep thought that they were removing the system as a precaution. Additional information received from a manufacturer representative (rep) indicated that the patient's weight was unknown. The rep did not have clarifying information regarding the patient's infection as they did not attend the surgery. The doctor had an order for the pump to be shut off before the operation. Additional information received from the rep indicated that the patient's weight at the time of the event was unknown. The rep also reported that no one questioned if the device was delivering the intended therapy. They further indicated that the patient just had a pump and catheter replaced 3-4 days prior to entering the hospital. The medication he was receiving previously was discontinued and a new medication was started. The physicians caring for him did not say what the result of him having the reaction was. The rep also reported that to her knowledge, the patient was transferred to a different hospital and another rep was called to stop the pump and the patient was going to have it removed the next day. The rep was not sure of any outcomes and it was unknown if the infection resolved. The rep also indicated that they did not have any answers to the questions regarding the removal of the pump and was contacted by the health care facility to decrease the therapy, and that was all they were aware of.